Manufacturer narrative:
During the investigation, several steps that could contribute to an infection were investigated. No issues were found in the guide, implant design or production steps. Everything was planned and designed according to the work instructions.

Event description:
Plate removed because the mucosa didn't heal fully because the plate was too large.